Event description:
Contact reported that; 6-months after implant the bottom two 12mm eagle screws had loosened and one had backed out from the 4-level eagle cervical plate. As a result a revision procedure was performed.